Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, an infold was observed after recapture. The valve was withdrawn from the patient. A new transcatheter valve was used to complete the procedure. It was noted that 1 deployment attempt, and 1 recaptured were performed. It was reported that a procedure delay did not occur, and a pre-implant balloon aortic valvuloplasty was not performed. It was noted that the recapture caused/contributed to the infold. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured due to be implant depth being too deep. No adverse patient effects were reported.